Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00658. Additional information identified that surgical intervention was undertaken wherein the scs system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-00658. It was reported that the patient experienced uncomfortable stimulation (pain) from the scs system. X rays did not reveal any anomalies. Patient was advised to turn stimulation off for a few days. Patient received pain medication and injections which did not resolve the issue. As a result, surgical intervention may be undertaken at a later date to address the issue.